Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, the surgeon closed the stapler at the appendix and started the firing; however, the firing was with strength and when the surgeon opened the device, the staples were not fired and tissue was not cut. The surgeon then used another device loading unit to resolve the issue in order to complete the case. There was no patient injury.